Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
During inspection of loaner implants, it was found that the hole for the marker pin of the two oic peek cages were not open all the way through the cage.